Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg is on the patient's belt line and as a result is causing pain. Surgical intervention may be undertaken to reposition the ipg at a future date.